Event description:
The patient reported that her stimulation system was removed "about two weeks ago after surgery" due to an infection. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.